Manufacturer narrative:
(B)(4)..

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient reported being logged out of his dexcom mobile app. The mobile app was asking the patient to log back in but the patient forgot his password. Due to the issue with the patient not being able to log into his dexcom mobile app, the patient was not receiving any cgm values or alerts. This resulted in the patient having to be ¿brought back¿ (presumed to mean treatment due to loss of consciousness) by ems due having a bg meter level of 28 mg/dl. Attempts to reach the patient back for further event clarification were unsuccessful. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.